Manufacturer narrative:
Evaluation results: (root cause of stent segment separation is undetermined). Device not returned for evaluation. No results available since no evaluation performed (device not provided for review). Evaluation conclusions: (root cause of stent segment separation is undetermined). Unable to confirm complaint (images do not provide confirmation of a stent fracture). (B)(4). A case of a zotarolimus-eluting stent fracture in the left anterior descending artery in a patient undergoing hemodialysis (B)(6) 2011.

Event description:
Patient had one endeavor drug-eluting stent successfully implanted to treat a severely calcified lesion in the lad with eccentric stenosis. Approximately 8 months post index procedure fluoroscopic images showed the endeavor stent with a gap in the middle indicating a stent fracture. A non-medtronic stent was used at the fracture site. No adverse events were noted during the 24 months of clinical follow-up. Image review: still procedural angiographic images are provided in the journal article. The first image confirms a lesion in the lad. The second image shows the lad following stent deployment with a good outcome. The third image shows a gap in the deployed stent indicating a possible stent fracture.